Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. The system performance was found to be in spec and as expected. No new risk recognized.

Event description:
Numbness in the tip of the tongue, on the left side of the body, reported at the end of brain treatment of essential tremor. No additional information at this point.